Event description:
The initial reporter alleged discrepant results for one patient sample tested with the kit cobas 58/68/8800 hiv 192t ivd assay on the cobas 6800 system. The sample, an edta plasma specimen, was tested three times. On (B)(6) 2025, the first test generated a quantifiable result of 7.48e+001 iu/ml. On the same day, a repeat test generated a result of 'target not detected.' On (B)(6) 2025, a third test generated a result of 'less than titer minimum.' The sample preparation process involved centrifuging whole blood at 3400 rpm for 10 minutes to separate plasma, which was then transferred to a secondary tube and stored frozen. Before testing, the plasma was thawed, centrifuged, and tested. The results were discrepant across the three runs.

Manufacturer narrative:
The analysis was performed on a cobas 6800 system (serial number: (B)(6). The investigation determined that the kit cobas 58/68/8800 hiv 192t ivd assay performed within specifications. A review of the provided data confirmed that the sample generated discrepant results upon repeat testing. The controls produced valid and expected results, indicating that the assay was functioning as intended. The investigation identified that discrepancies at the lower end of the linear range may occur due to the amplification of proviral dna, which is influenced by pre-analytical handling. Proper handling during pre-analytics is critical to ensure accurate results. No product issue was identified, and the root cause was attributed to pre-analytical factors. The customer was advised to follow a continuous workflow to minimize the time between centrifugation and loading on the instrument.